Event description:
It was reported that during procedure, when attempted to place the subject stent as the second stent, the subject stent distal tip got stuck with the proximal end of the first stent and also the subject stent was not full deployed. The subject stent was retrieved and replaced. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date ¿ added. D4 gtin ¿ added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received in a partially deployed condition. The device was able to be flushed. Blood was present. The stent stabilizer was advanced; however, the stent was unable to be deployed. The stent was manually removed and was noted to be intact. All four marker bands were present on both ends of the stent. Resistance was noted when removing the stent stabilizer from the delivery catheter. The stent stabilizer was kinked/bent and deformed. The delivery catheter was flat/crushed at the distal end. During functional inspection, the stent was unable to be deployed by advancing the stent stabilizer. A 0.032" mandrel was able to be completely pushed through the outer catheter, resistance noted at damaged areas. A 0.016" mandrel was able to be completely pushed through the stabilizer; no resistance was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported codes 'stent partial deployment' was confirmed during analysis. The remaining code 'device interaction with another device' could not be replicated during device analysis. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The tortuosity of the patient's anatomy was unknown. It was reported that 'when attempted to place the subject stent as the second stent, the distal tip of the subject stent got stuck with the proximal end of the first stent. The subject stent could be retrieved and replaced, and the procedure was completed successfully'. It was noted in the good faith efforts (gfe) follow-up replies that there was no resistance when attempting to deploy the stent. The stent was returned for analysis partially deployed from the distal opening of the outer (delivery) catheter. An attempt was made to deploy the stent by advancing the stabilizer (inner catheter) but it was not possible to advance the stabilizer. The stent was carefully removed by pulling it from the distal end of the outer catheter. Once deployed, the stent was noted to be undamaged. The outer catheter was flat/crushed near the distal end of the device. The stabilizer was kinked/bent near the distal end and was also deformed. It is likely that a combination of the percentage of stenosis/calcification of the target lesion, placement challenges when deploying the second stent inside the lumen of the first stent, and some other unknown procedural factor(s) resulted in the user experiencing difficulties while attempting to deploy the second stent in the target stenosis area. The resulting manipulation of the wingspan system is likely to have resulted in much of the damage noted during device analysis. The as reported codes 'stent partial deployment', 'device interaction with another device' and the as analyzed codes 'stent partial deployment', stent stabilizer/catheter friction', 'stent stabilizer kinked/bent', 'stent stabilizer deformed', 'stent delivery catheter flat/crushed' have been assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during procedure, when attempted to place the subject stent as the second stent, the subject stent distal tip got stuck with the proximal end of the first stent and also the subject stent was not full deployed. The subject stent was retrieved and replaced. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.